Event description:
It was reported that the user contacted support for assistance pairing an ilet with the ilet app; the agent guided the user through the pairing steps and pairing was successful, after which the user reported a blood glucose of 200 mg/dl. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no injury, and no medical intervention or hospitalization. Investigation included customer service troubleshooting, user education on proper pairing and use, and review of device operation during the call. Investigation of this case revealed normal device performance and successful connectivity following guided pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.